Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on (B)(6) 2024 and tested (B)(6) 2024. The results are below: the event log was reviewed, and it confirms that there was an abrupt power off. This is seen on line 494 as there is a log_event_on without a log_event_off before it. Refer to the lines below: event 493: log_event_timpstamp time: 23/11/01 11:32:33 eventbytes: 02 23 11 01 11 32 33 ad event 494: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Reported issue confirmed. Device not performing to specification. .